Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a ventricular tachycardia storm, the device was found in backup vvi mode due to normal eri. The device was explanted and replaced. The patient is in good condition with no adverse consequences.